Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device failed the check the safety clutch, the assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The reporter¿s complete address and phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during tibial diaphysis fracture surgical procedure, it was discovered that when the surgeon tried to drill the distal locking using the radiolucent-drive device, a strange noise was heard after the drill penetrated through the cortical bone. It was reported that the device was stopped, and a dry run was performed. During the dry run, a strange noise was only heard, and the device could not be activated. It was further reported that although the attachment devices to the drill were changed, the device could not be activated. It was reported that the procedure was continued and was safely completed using a spare device. It was reported that the event occurred during use on a patient. There was a thirty minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.